Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump makes a scratchy noise during prime and bolus delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller confirmed that the device was not bumped or dropped. There was no visible damage to the device. The caller was unaware as to how the noise anomaly occurred. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. No unexpected scratchy noise anomalies during prime and bolus delivery noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.